Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea and dehydration. The patient reports while being on an airplane their pod and cgm would not communicate. Upon the patients plane landing the patient was transported to the hospital. Once at the hospital the patient was admitted to the intensive care unit. The patient was treated with intravenous fluids as well as insulin. After being weened off manual insulin the patient was able to resume pod treatment at the hospital. The patient was discharged from the hospital the following day.